Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the device is fractured and a piece of the device is not accounted for to date.

Manufacturer narrative:
Visual inspection of the returned device verified that the portion of the anterior central post is fractured and the fractured portion was not returned for evaluation. This device is used for treatment. The tibial articular surface provisional was manufactured in july 2014, giving the device an approximate field life of 1 year 9 months. The device was used an unknown number of times while in the field. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the issue is believed to be a previously addressed design issue.